Event description:
It was reported that during a procedure, the tip of the cannulated 4.0mm hexagonal screwdriver broke. The tip was retrieved and discarded. The pt was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The sample was not returned for evaluation. A review of the device history records did not show any conditions that could have contributed to the reported event.